Manufacturer narrative:
(B)(4). The device and battery were not returned to physio-control for evaluation. The customer ordered a new battery and placed it into the device. The customer confirmed that the device was then working properly. As the device and the battery were not returned to physio-control, a cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the battery in their device had gone from four bars in the battery gauge indicator (full) to one flashing bar (very low) in one week. It was also reported that the device could not be powered on when this was observed. There was no patient use associated with the reported event.